Event description:
I have been wearing contact lens for years and I use and have used renu contact solution for years. In january of this year I started having a lot of problems with wearing my contacts due to irritation, blurred vision and genral discomfort, unlike anything I had ever had before. I went to the doctor on 2/11/2006. Doctor did not know what was wrong with my eyes. He did not believe it to be conjunctivitis. He prescribed tobradex and told me to come back if it didn't help. While it helped some I still had and have problems with my vision whether wearing my contacts or not. I have an appointment with an optometrist tomorrow to find out. What is going on with my vision. I do not know at this time if any problems are attributed to my renu use or not but I would like to find out. I will hopefully know more soon.